Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had received high ise indirect na, k, cl for gen.2 results on the cobas 6000 c (501) module since (B)(6) 2017. The customer stated that approximately 20 patient samples have had questionable results which have been reported outside the laboratory. The customer provided an example of erroneous na, k, and cl results for one patient sample. The initial na result was 150.5 mmol/l and the repeat result was 138 mmol/l. The initial k result was 4.0 mmol/l and the repeat result was 5.1 mmol/l. The initial cl result was 123.9 mmol/l and the repeat result was 100 mmol/l. Repeat testing was performed on another c501 and deemed to be correct. The erroneous results were reported outside the laboratory. Information regarding any adverse event was requested but was not provided. There was no allegation that an adverse event occurred. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided. The field service engineer (fse) was not able to determine the cause. The customer¿s calibrations and quality control have been acceptable. The photometer and reaction cells were replaced on (B)(6) 2017. A photometer check was performed on (B)(6) 2017. The vacuum seals were replaced and quarterly maintenance was performed on (B)(6) 2017. The fse replaced the pinch tubing, sipper probe, and cleaned the is bath. The fse performed an ise check that passed. The customer performed an ise calibration, quality control, and precision that were acceptable.

Manufacturer narrative:
Further investigation was not able to determine a specific root cause. Additional information for further investigation was requested but was not provided.